Manufacturer narrative:
Initial reporter's phone number is (B)(6). Siemens has initiated a detailed technical investigation of the reported event. A root cause has not yet been identified although the problem can be resolved with a part exchange. The technical investigation is ongoing, and a supplemental report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that water leaks from the artiste mv system linac structure. The water leaked from the deionized water return hose. Though there was no report of patient or user injury, the potential for injury may occur if water leaks from the system to the floor and creates a slipping hazard. In the case of a fall, a moderate injury could occur, therefore, this report is being submitted with an abundance of caution. The reported event occurred in (B)(6).

Manufacturer narrative:
Siemens could not perform a detailed technical investigation of the reported system and complaint event because the broken water hose, part 10560804, was already disassembled and the metal sleeve was cut lengthwise. Due to this, a root cause analysis was not possible. The system has been repaired by replacement of the broken water hose. The spare part consumption of the related water hose has been checked and was found to be at a very rate. No general design issue has been identified, therefore no remedial action deemed necessary.